Event description:
The customer initially reported a problem with system errors. The fe confirmed the problem was the image on the monitor was cropped and unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system, but no conclusion can be drawn as further repair information is not available.